Event description:
Customer was contacted through an outreach program to discuss a high and low blood glucose event. Customer initially said she had unexplained high blood glucose over 400 mg/dl one day and kept correcting it all day. At night, she went low and customer's mother called 911 because she did not know how to use glucagon. Customer stated if she had been with her husband, she would not have been hospitalized. Customer's blood glucose was below 30 mg/dl, but it was 98 mg/dl when hospitalized. This occurred in may. Customer believes the low was caused by site issues, specifically that there was not adequate tissue to absorb the insulin. She also believes over bolusing contributed. Customer was advised to monitor the device and call back when needed. Customer's current blood glucose is 165 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.